Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the phenomenon occurred due to faulty internal board. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility reported to olympus that an image could not be obtained when using olympus, model series 180 scopes with the olympus, model cv-190, evis exera iii video system center. The problem, as reported to olympus, was identified during set up of equipment. The intended procedure was completed after a delay, using an olympus, model 190 scope; the length of delay is unknown. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty patient board set. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.